Manufacturer narrative:
Additional manufacturer narrative: suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. The device was not returned for evaluation, as it remained implanted. In this case, the patient was evaluated for a valve-in-valve procedure but it was determined that no viv was needed because the regurgitation was not severe. However, the potential for serious injury is not remote. The root cause of the suture looping remains indeterminable but was likely due to patient and procedural factors. A supplemental report will be submitted up device history record (DHR) review completion.

Event description:
It was reported that a 31mm mitral valve was evaluated for a valve-in-valve procedure after an approximate implant duration of 1 month due to suture looping and regurgitation. It was decided no viv was needed because the regurgitation was not severe. During the initial implant surgery, the patient had the 31mm mitral valve implanted and a 29mm valve implanted in the tricuspid position. The tee showed that both valves were seated well with no paravalvular leaks. The patient tolerated the procedure well and was sent to the cvicu in stable condition.